Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision) and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic liner and head after approximately 1 month due to infection. Please note: the associated biolox delta ceramic liner is not cleared for sale / distribution in the USA, and this event occurred outside of the USA.

Event description:
Trinity revision of the biolox delta ceramic liner and head after approximately 1 month due to infection. Please note: the associated biolox delta ceramic liner is not cleared for sale/distribution in the USA, and this event occurred outside of the USA.

Manufacturer narrative:
(B)(4). Final report. Additional information, including post primary and pre-revision x-rays, operative notes (primary and revision) and an update on the patient post revision was requested in order to progress with the investigation of this event. Op notes and a post primary x-ray were proivided and it was confirmed that the patient was doing well post primary surgery. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported infection. Infection is a known complication with any invasive surgery and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.